Event description:
A healthcare professional from a clinical study via a manufacturing representative reported the patient had a systemic/general infection on (B)(6) 2016. This was anticipated, definitely related to the surgery and not related to the device. Severity was moderate. Intervention had included a neurological consult. The event had been resolved.